Manufacturer narrative:
(B)(4). A lot history record review was unable to performance because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted for ship history. According to their system, there were no records found for any (B)(4) shipped to the account during the time frame 07/19/2016 to 07/19/2017. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st knob did not tighten down like normal. The knob was turned until it almost broke off. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st knob did not tighten down like normal. The knob was turned until it almost broke off. The hospital did not report any patient effects.